Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The sensor was inserted into the lower abdomen on 02/19/2018. The patient's wife stated that upon sensor insertion, the patient started bleeding. The patient's wife attempted to stop the bleeding by applying pressure with tissue and was unsuccessful. The patient went to the emergency room due to excessive bleeding. Treatment that was made at the hospital was unknown. Additionally, it was mentioned that the patient is on blood thinner medication. At the time of contact, the patient was in stable condition. No additional patient or event information is available.